Event description:
It was reported that during a routine clinic visit, this right atrial (ra) lead was observed to have dislodged. A fluoroscopy imaging was done which confirmed the lead dislodgement. A lead revision was performed, and the ra lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported.